Manufacturer narrative:
The e-series brush head is an accessory to the essence power toothbrush.

Event description:
The consumer states that the bristles from their sonicare brush head are coming out in their mouth.